Manufacturer narrative:
Device evaluation: the attachment device was received for evaluation. The attachment device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA in which it was discovered that an attachment device was "broken". It was unknown to the reporter when the alleged defect occurred. It was unknown to the reporter if injuries or medical intervention were reported. The date of the event was unknown. There was no additional information provided.

Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).